Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The actual sample is an open loop with a surgical knot on one side. The suture ends of the open loop were cut. Another suture end directly at the knot shows a broken end. One more suture (approx. 1 cm) is damaged near the knot, it seems to be damaged by cutting. The longer suture piece (approx. 12 cm) of the open loop was tested for knot pull. The test result meet requirements.

Manufacturer narrative:
(B)(4). The patient complained of pain when she was about to leave the hospital on (B)(6) 2011. She stayed in the hospital and they found the bladder was pushed out of the incision site. The surgeon reported that the suture looked thinned out and slightly frayed and the patient was resutured on (B)(6) 2011. The patient was discharged on (B)(6) 2011. The patient is currently doing fine.

Event description:
It was reported that a patient underwent a lower segment cesarean section procedure on (B)(6) 2011 and suture was used to close the incision. The patient experienced a wound dehiscence on (B)(6) 2011 and the patient had to return to the operating room for resuturing of the wound.

Manufacturer narrative:
(B)(4): wound dehiscence. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.